Manufacturer narrative:
Concomitant product: 500ml baxter bag (B)(4), lot y201517, exp aug 2017, 5% dextrose injection; therapy date unknown. The customer¿s report of a leak from a pin hole just below the upper fitment was confirmed. Inspection under magnification showed a tiny pin hole where the silicone segment tubing connects to the upper fitment. No scuff or crush marks were observed on the upper fitment. Functional and pressure testing was performed; fluid was observed to be flowing out of the hole. The cause of the leaking was a pin hole in the silicone segment. The origin of the pin hole was not identified.

Event description:
The customer reported a leak from a pin hole just below the upper fitment. There was no patient harm.